Event description:
Update: (B)(6) 2013 - litigation papers received. Dob provided. There is no new additional information that would affect the investigation.

Event description:
Update rec¿d (B)(4) 2014 - medical records received. Upon revision, a pseudocyst, acetabular loosening, granulomatous tissue, and burnishing on the trunnion were noted. The information received does not change the MDR decision.

Event description:
Patient was revised due to pain and high level of metal ions.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).